Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. This report was mailed to FDA on: 08/12/2009.

Event description:
The surgeon report iris burns occurring on some pts. The surgeon stated the pt's iris frazzled and iris fibers streamed into the incision so that it was leaky. The surgeon also stated that a suture was sometimes necessary to close the wound. Additional follow-up info has been requested.